Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on?---after several firings. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? Clip did not feed into the jaws and when it did it was ejected. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.

Event description:
It was reported that during a lap right hemicolectomy, the doctor felt an unexpected resistance when the trigger was grasped after several firings, and the clip was not fed into the jaws. The trigger was grasped multiple times out of the patient, and the clip ejected. After that, the jaw did not open. The trigger was returned to the home position and the jaw was opened. However, the next clip was not fed into the jaws when the trigger was grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the indicator wheel was found broken causing the indicator failure. Please note that these conditions are unrelated with the report incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.